Manufacturer narrative:
The hospital replaced the exhaled air intake check valve but it is not confirmed whether or not this resolved the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).the hospital replaced the exhaled air intake check valve but it is not confirmed whether or not this resolved the issue.

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no patient involvement.